Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction (pvc) procedure, an air leak occurred. After placing the guidewire and dilator, air was aspirated when the introducer was flushed. The sheath was replaced and the procedure was completed with no adverse patient consequences.